Event description:
It was reported that an alert for left ventricular (lv) auto threshold is greater than the programmed output was received. Moreover, it was noted that the output was at 2.8 volts at 1 millisecond. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).